Event description:
The pt was having respiratory complications an xray was done and found IV fluid in the pleural cavity, line was then removed. In 03/2005 cytology verified IV fluid in pleural space.